Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there is a trace that the cable was pulled on the main unit side, and there is a trace that the cable part inside was exposed. It is likely that the phenomenon occurred due to charge-coupled device cable has been damaged. However, the root cause of the failure could not be identified. The event can be prevented by following the instructions for use for ch-s400-xz-ea which state: "chapter 3 preparation and inspection: 3.3 checking the camera head: 1 check the camera head for any of the following abnormalities. Video connector is free of cracks, burrs, etc. Also, the electrical contacts and optical connections of the video connector are not bent or rusted." "3.5 connecting the camera head and related devices: connecting to the camera control unit when connecting the video connector to the camera control unit, firmly press it in until you hear a click, then gently pull on the video connector to make sure it does not come loose. During use when used in an unconnected state there is a risk that the image will disappear." The event can be prevented by following the instructions for use for otv-s400 which state: "3.1 precautions when placing and connecting device: all wires should be precisely and fully connected. Securely tighten the connector if it is equipped with a locking mechanism such as a screw. If the device is used with incomplete connections, the device may not function properly, such as not displaying images, but may also be damaged." "5.3 connect the camera head: securely connect the camera head. There is a risk of noise in the image or the connection being dislodged, leading to loss of the image. When the connection is disconnected, a color bar is displayed." In addition, the following non-reportable malfunctions were found during the device evaluation: dent in the electrical contact part of the video connector, torsion in the cable, and attrition in the body print. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported to olympus on behalf of the customer that the 4k autoclavable camera head exhibited a black screen when it was inspected prior to use for an unknown procedure. The camera head was replaced, and the image appeared normally. Hence, the customer determined the issue was with the camera head. The procedure was cancelled and postponed. The patient presented for another exam the following day, which was successfully completed using a non-olympus device. There was no harm or user injury reported due to the event.